Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a no disposable-clamp tubing alarm is the dso sensor. The most probable cause for air in line is user error, most probably caused by medication being added to cassette too quickly or incomplete prime on tubing; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a disposable, clamp tubing alarm. The device was stopped and restarted but the alarm persisted. Clamped the tubing, unlocked the cassette and checked for air in the line. Air was present and tubing was massaged. Device settings read: rate 2.5; volume 61.8; given 51. No adverse patient effects were reported by the customer.